Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented in clinic with pacemaker syndrome. Upon interrogation, the patient's pacemaker was found to be in backup vvi mode. The device was restored successfully and the patient experienced no further adverse events. The patient would continue to be monitored.